Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on the patient, the catheter tip broken. It was reported that the catheter was flushed, and a non-medtronic guidewire was insert into the microcatheter. It was reported that there was resistance felt in the catheter and then the guidewire impossible to go further with the guidewire. The physician inspected the microcatheter and realized the tip was broken. The catheter was ruptured(intact) at distal tip. The problem occurred before the procedure during the preparation of the device. No contact with patient at all.

Manufacturer narrative:
The marathon micro catheter was returned for analysis. The marathon marker band was found to be crushed. The marathon was found to be punctured at the marker band¿s proximal edge. The marathon was flushed, water exited from the puncture and distal tip. An in-house mandrel was inserted into the marathon hub; the mandrel was unable to pass through the distal tip as it exited the punctured location. The guidewire used during the procedure was not returned; any contributing factors (other than outer diameter specification) from the guidewire could not be assessed. Per the marathon micro catheter IFU (instruction for use) the marathon micro catheter is not compatible with guidewires greater than 0.010¿ in diameter. Based on the reported information, the guidewire used during this procedure is not compatible for use with marathon. Based on device analysis, the report of marathon break was confirmed. It is likely the damaged marker band and guidewire resistance issues contributed to the puncture. It is possible the marker band became damaged during preparation; however, the cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. As per the marathon IFU (instructions for use) warnings: ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ if information is provided in the future, a supplemental report will be issued.